Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, a sureform 60 stapler instrument fired a white sureform 60 reload which resulted in loose, malformed staples and a hole in the patient's stomach. The surgeon corrected the staple line via unknown means. The procedure was completed robotically as planned. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no new information has been obtained.

Manufacturer narrative:
The customer reportedly discarded the sureform 60 stapler instrument. No product was returned for failure analysis investigation. The stapler logs for this procedure were reviewed. No firing failures were observed. The sureform 60 stapler instrument was used to fire nine white sureform 60 reloads. There were no stapler related errors in the logs.

Manufacturer narrative:
Updated fields: e1, e3, g2, h2. Corrected data can be found in the e1, e3, and g2 fields.

Event description:
Refer to h11 for follow-up information.